Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 20, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery casing device was sterilized with the lid closed (reprocessing error) which created a vacuum inside of the casing. Therefore, the "insert ring" (end cap) came off and the glue melted due to the sterilization temperature. It was further observed that the device was out of specification and the housing was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to reprocessing error, which is improper handling/maintenance, user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The reporter¿s phone number and complete address were not provided. The manufacturing location is currently not available. The device manufacture date is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was discovered by a nurse that the end cap of the battery casing device had come off when the device was taken out from a sterilizer. It was further confirmed that the glue or packing material on the connecting part between the end cap and the body of the battery pack had melted. As a result, the end cap was not able to be installed to the body of the pack. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.